Event description:
Dr reported that the coping fractured during insertion.

Manufacturer narrative:
Visual inspection and DHR review did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive cause has not been determined.(B)(4)